Manufacturer narrative:
Other applicable components are:: product ID 37761 lot#: unknown: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. The caller stated that the recharger connector pin was broken/bent/loose. The patient saw a manufacture representative (rep) at the doctor¿s office. They had to end the call because the doctor showed up. The patient would be calling back. The patient did not provide an answer as to when the rep was notified. There were no patient symptoms reported and no complications reported. Additional information received from the patient stated that battery was dead and they were worried that it could go into overdischarge because repair was closed. The patient was reviewed that the ins would not go into overdischarge in that amount of time. A replacement recharger was requested. The patient reported that they received the replacement ins recharger and ¿it works great¿.

Manufacturer narrative:
Analysis of the desktop charger found that the connector pin was broken. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the desktop charger connector pin was broken